Event description:
A pharmacist called stating that customer's contour readings are 100mg/dl off from the meters at the hospital. The specific readings were not provided. Depending on the actual readings the difference between them could fall in the "c" zone of the error grid, making the difference clinically significant. No adverse event was alleged. The advocate could not provide any additional information about the patient or the products. Phamacist was to give customer a new contour kit. Product is not expected to be returned.

Manufacturer narrative:
Product information could not be obtained. (B)(4).